Event description:
It was reported that the patient experienced consistent pain localized in the lower back. The physician assessed the implanted device caused the pain and that the patient had an infection. The patient underwent an explant procedure and fully recovered post-operatively. Culture results came back negative for infection.